Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 576 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue. The customer was released later that same day. Ultimately, the customer reverted to an alternate method insulin therapy.